Event description:
Medtronic received a report that the Hyperform balloon was used for treatment of CCF. The balloon could not be inflated outside the body, and leakage occurred after the guidewire was used to occlude the tip of the catheter. There were no patient symptoms or complications associated with this event. Additional information received reported that the patient was undergoing surgery for treatment of a left CCF (carotid-cavernous fistula); 4 mm vessel diameter. The patient's vessel tortuosity was normal. The procedure was completed by filling the coil. No causes or contributing factors for the leak or no inflation were identified. The no inflation occurred during the set up. The model and lot # of the guidewire that used with the balloon was unable to be confirmed; it was the guidewire provided with the balloon catheter (X-pedion). During the inflation, the guidewire tip was advanced around 3 cm out of the catheter tip. The physician did not shape the guidewire tip. The contrast was diluted 1:1 with normal saline. The injection rate was steady. The method used to deflate the balloon was withdrawing the guidewire. The guidewire was around 3 cm from the catheter tip during inflation/deflation. After multiple inflations, the catheter and guidewire were not removed and inspected. Blood did not enter the catheter lumen. Contrast was observed leaking during the inflation attempt. There were no kinks on the catheter during use. Additional information received reported there was no damage or evidence of tampering to the device packaging. The issue was observed prior to use/during preparation, so the device never entered the patient's body.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. H3: Product Analysis: Equipment Used: Video Inspection System (M-85519), ruler (M-83360) ¿ As Found Condition: The HyperForm occlusion balloon catheter and X-pedion guidewire were returned for analysis within a shipping box and within a sealed plastic biohazard pouch. Visual inspection/Damage Location Details: Upon visual inspection, no damage was found with the HyperForm hub, body, micro catheter body, distal tip or marker bands. A rupture/break was found on the balloon subassembly distal to the distal marker band. Testing/Analysis: The HyperForm occlusion balloon catheter was flushed, and water exited the distal tip as well as the rupture. The balloon failed to inflate. Conclusion: Based on the device analysis and reported information, the customer¿s reports of ¿No/Slow Inflation During Set Up¿ and ¿Balloon Leak at Distal GW Seal¿ were confirmed. The leak was found due to the rupture/break found on the distal balloon subassembly. The likely cause of the balloon rupture could not be determined. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.